Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of threshold suspend from the sensor. The customer's blood glucose reading was over 300 mg/dl while his sensor glucose reading was 220 mg/dl. The customer stated that he had issues with sensor errors and also had some instances where the readings were inaccurate. The customer was advised of lag time and that there will be times where sensor glucose will be further off form blood glucose readings. The customer stated that when he removed the sensor, it was very bent and he had issues with it. The customer was advised to make recommended changes and call for additional troubleshooting.